Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system at least three times. The customer was unable to prime because of the alarm. Insulin squirted out during the manual prime process. Customer's blood glucose level was 231 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during prime test also, alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test and no delivery test due to a33 alarm. However, the insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, displacement test and rewind. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing the end cap sticker.